Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose reading of 360 mg/dl after switching insulin and asked whether they could change out supplies; they were advised they could, and a follow-up call was planned. Symptoms included high blood glucose. Outcomes included no reported injury, no reported hospitalization, and user self-management guidance. Investigation included complaint intake assessment and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no component issue identified, with use-related factors possible given recent insulin change and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.